Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device UDI not provided. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. No parts have been received by the manufacturer for evaluation.

Event description:
Information was received regarding an instrument issue that occurred outside of a procedure. It was reported that the instrument was damaged and the screws on the clamps were stripped. There was no patient present when this issue was identified. No further information was provided.